Event description:
Floseal was used with a cell saver and bleeding occurred. He stated that he was using a "cell saver" & also used floseal. Some of the floseal was taken up by the "cell saver" & a clot formed, the patient developed renal failure and was admitted into ICU. There was prolonged inpatient hospitalization. No patient identifiers or batch details were provided. Additional information will be requested from the reporter.

Manufacturer narrative:
Baxter medical assessment: in the general precautions sections of the floseal IFU, a special reference is made to the use with cell savers: "as with other hemostatic agents, do not allow floseal to enter into cell saver equipment, extracorporeal cardiopulmonary bypass circuits or autologous blood salvage circuits. It has been demonstrated that fragments of collagen based hemostatic agents may pass through 40 um transfusion filters of blood scavenging systems." As a consequence this event describes a user error. Although, the use of the cell saver aspiration itself, and other concurrent causes may have contributed to the development of a renal failure, we cannot rule out a contribution of floseal. Surgeon's documented retraining with special emphasize on the use of floseal in conjunction with autologous blood salvage circuits is recommended. A follow-up will be submitted after retraining is complete and, if additional data is received.